Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a procedure performed in 2009. According to the complainant, during the procedure, the forcep had been used by the physician to take a small bit of mucosa. However, when the device was withdrawn from the scope, it was noticed that the spike was sticking out of an angle from the tip of the jaw. It is not known if another device was required for completion of the procedure. There were no patient complications reported as a result of this event.